Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "locking mechanism for clamps is stripped and does not lock".